Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the issue was not caused by a device failure, as the device only has certain settings. The patient¿s family was working with the doctor to take other measures to resolve the symptoms experienced. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2017. In (B)(6) 2018, the patient began experiencing dizziness. The patient went to the hospital on (B)(6) 2018 to adjust the pressure. It was stated the flow of cerebrospinal fluid was too fast at 2.0 and too slow at 2.5. The pressure level was set at 2.0 and the patient was not hospitalized. As of (B)(6), the patient had a fever and there was a lump in the brain. It was stated the situation was "dangerous."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.